Manufacturer narrative:
Pt. Info.: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that once the lens was inserted in the patient's right eye, the doctor noticed a crack in the lens. There was patient contact. The doctor removed that lens and used the back-up lens. There was no incision enlargement, vitrectomy or sutures done. No patient post-op injury. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: mar. 8, 2022 section h3. Device evaluated manufacturer? Yes device evaluation: the complaint issue (dc-lens damaged) could not be confirmed and no product deficiency could be identified. Based on the return condition of the lens (cut in half), no further product evaluation could be performed on the lens. No defects or assembly issues were observed with the handpiece. Additional conditions were observed (refer to adc's) with the returned product but they could not be confirmed to be related to the manufacturing/design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.